Event description:
It was reported that while programming a medication for "0.1" mg/kg/min or other amount/time, however the pump was programmed as 1 mg/kg/min. The error was "discovered in seconds". The clinical educator tested on a pump and believed that the clinician who sent the issue must not have pushed the ¿.¿ hard enough. There was patient involvement but no harm. Devices were not sequestered.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.